Manufacturer narrative:
Additional manufacturer narrative: calcification of implanted valves may occur over a period of time. Calcification that interferes with valve function may require intervention. The device was not returned for evaluation as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and three (3) months due to calcific degeneration and leaflet thickening leading to stenosis. As reported, the surgical valve presented with hypomobility of the right coronary cusp and imbalance of the non coronary and left coronary cusps, as well as 0,40 cm2/m2 of valve area index. The patient presented with shortness of breath prior to the reintervention. An edwards trancatheter valve was successfully implanted within the surgical edwards valve. The patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation findings) and h6 (investigations conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including severe end-stage chronic renal failure (dialysis).